Manufacturer narrative:
(B)(4).

Event description:
It was reported by the field service engineer (fse) that while the intra-aortic balloon pump (iabp) was in use on the patient, it was noted by the staff that the pump had a high baseline and system error 3 alarms. As a result, the pump was switched out quickly. The pump was seen by the fse and it was confirmed the pump had a high baseline and system error 3 alarms. The fse replaced the pump assembly as a result. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "high baseline and system error 3 alarm" is confirmed based on the returned recorder strips, however, the returned pump assembly passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the iabp serial/ lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the field service engineer (fse) that while the intra-aortic balloon pump (iabp) was in use on the patient, it was noted by the staff that the pump had a high baseline and system error 3 alarms. As a result, the pump was switched out quickly. The pump was seen by the fse and it was confirmed the pump had a high baseline and system error 3 alarms. The fse replaced the pump assembly as a result. There was no report of patient complication or serious injury and death.